Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that "insufficient information for complaint classification" was reported. On (B)(6) 2025, it was reported anonymously via the google play store that ¿this device has legitimately almost killed me¿. No further event information, including patient symptoms, treatment, or medical intervention details were reported. Since the reporter was anonymous, dexcom was unable to reach out to obtain any further event information no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unknown sensor issue occurred. On (B)(6) 2025, it was reported anonymously via the google play store that ¿this device has legitimately almost killed me¿. No further event information, including patient symptoms, treatment, or medical intervention details were reported. Since the reporter was anonymous, dexcom was unable to reach out to obtain any further event information no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.